Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 03407. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address chronic left hip instability. Upon exposure, the trunnion presented worn/metallosis. No further information has been made available at this time.

Event description:
It was determined this device did not contribute to the reported event. Please void this submission.

Manufacturer narrative:
It was determined this device did not contribute to the reported event. Please void this submission.